Event description:
It was reported that the patient's "shakes" were back so bad that he would "chatter" when he talked. It was noted that the "machine don't even turn on or nothing." It was unclear if the patient was referring to his patient programmer or the implanted device. It was later reported that the patient symptoms came back about a year prior to the report. It was also noted that the device "went off and on ," "it would work and then it wouldn't work." It was also noted that the device did not work at all at the time of the report. The patient reportedly had not been to see his doctor in "almost four years." It was further reported that the patient's return of symptoms were making it difficult to eat. The patient was reportedly going to contact his doctor.

Event description:
Additional information received reported that the cause of the event was that the amplitude needed to be increased. It was noted that a reprogramming was done on 2013 (B)(6) and the amplitude was increased from 3.7 to 4.1. It was also noted that there was a cessation of tremors. Thee was reportedly no injury or hospitalization required and the battery was noted to be at 3.5 volts.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999 product type extension; product ID 3387-40, lot # l60811, implanted: (B)(6) 1999, product type lead. (B)(4).

Event description:
It was noted that the programmer had been dropped. When the programmer was put over the implant when the patient had symptoms issues, the yellow implant light would come on indicating that the implant was off. When the programmer was put over the implant and the button was pressed to turn the implant on, the implantable neurostimulator would come on.

Manufacturer narrative:
(B)(4).